Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not returned for analysis; therefore, no evaluation could be performed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice cassette was leaking during peritoneal dialysis therapy. The customer stated that when priming the set they had noticed a drip from the tubing. When the customer looked closely at the cassette it was identified that there was a hole in the tubing that connects to the catheter. The customer started over with new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.